Event description:
Meter is giving false readings. Analysis run on clark error grid using mean avg reading (70) vs. Bd readings of (38, 102) yielded data points in the d zone of the grid, outside of acceptable limits.